Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42, the cartridge was leaking and the usb cable was not charging the battery. Another cable was used to charge the battery, pump was reset to resolve the cgm error and the cartridge was changed to resolve the leaking. Customer's blood glucose was 239 mg/dl.